Event description:
Boston scientific received information that this patient has had a slow rise in shocking impedance measurements which had exceeded 125 ohms. All other lead diagnostics were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted due to another issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended the patient be brought in for additional testing to ensure the integrity of the system. The caller reported that the average value is 123 ohms and the physician will bring this patient back in one month to re-evaluate the lead. Additional information was received thirteen months after the initial observations were reported. Latitude red alerts are still being generated for this system due to out of range shocking impedance measurements. A boston scientific representative stated the patient was brought into the clinic for evaluation as the measurements have been intermittently out of range for a year's time. The clinic has not scheduled non-invasive programmed stimulation (nips) testing yet. This product issue will be updated if additional information is received.